Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient accidentally dropped the ilet and the display screen split open, consistent with screen bezel separation of the pump enclosure. Symptoms included no reported adverse clinical effects and blood glucose values remained unaffected. Outcomes included replacement of the device and patient continuation on backup therapy. Investigation included collection of use history through data sync, confirmation of device shutdown to prevent further alerts, and arrangements for return of the damaged unit for assessment. Investigation of the returned device revealed physical damage to the pump housing and screen consistent with external impact, with no evidence of device-generated alerts or malfunction prior to the drop. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental drop.